Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device was tested prior to being disassembled for assessment ¿ the device performed as expected without issue. The reported complaint was not confirmed as the device passed performance tests.

Event description:
It was reported that on the 5th day of the treatment utilizing a pico, it was noticed the dressing was not compressed. The pump has been stopped working and it did not start again when the start button was pressed. It is unclear when the pump stopped, however it was working when the dressing was exchanged on the 4th day. The problem was not solved by exchanging batteries. The treatment was continued with a backup pico7. No patient harm or delay. The pump will be returned for investigation.